Manufacturer narrative:
The date of event was reported as (B)(6) 2017. However, it is unknown exactly when the nail broke. Two x-rays in poor quality were received. Based on these x-rays, the complaint condition with the broken nail can be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). It is unknown when the tfna nail was broken at the helical blade entry hole since this happened postoperatively. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record review was performed for the subject device lot number h078104. Manufacturing location: (B)(4). Date of manufacture: 13-apr-2016. Expiration date: 30-apr-2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an implantation surgery took place on (B)(6) 2017. Three months later the titanium femoral nail antirotate (tfna) broke at the helical blade entry hole. The nail broke after a fall in the residency. Revision surgery was performed on (B)(6) 2017. No information about patient condition and outcome available. Patient is now in good general condition and is able to walk. Outcome was good. The rescue surgery consisted in the extraction of the tfna, bipolar revision hemiarthroplasty, autograft of femoral head in zone of delay of consolidation and synthesis of the trochanteric mass with plaque. Concomitant reported parts: 1x tfna helical blade (part 04.038.410s lot h100825) 1x locking screw (part 04.005.526s lot l200771) this report is 1 of 1 for (B)(4)